Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise which led to inappropriate atrial tachycardia/atrial fibrillation episodes. Programming changes were made to cover majority of noise. The patient was in stable condition.